Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke and jammed. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/14/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was not confirmed as the instrument loaded and fired clips properly with no abnormalities noted. However, the device was confirmed for an unrelated condition. The nose cap was disengaged. This condition has been attributed to the user manually pulling the cap off the instrument.